Event description:
It was reported that there was a malfunction resulting in insufficient oxygen or fresh gas flow and the device did not automatically switch to alt o2. There was no patient involvement.

Manufacturer narrative:
The distributor performed a checkout of the equipment and confirmed the reported complaint. The mixer board was recommended to be replaced to resolve the issue, however, the customer declined ge healthcare service. No repair information available. Block a: no report of patient involvement. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.